Event description:
This device was explanted because the physician couldn't rule out a header issue related to the possible fracture on the rv lead. The physician had issues interrogating the device, so it was replaced.